Event description:
It was reported the device was used during a lung volume reduction procedure. It was reported the ez45g staples partially formed and the knife would not cut. A second ez45g was opened and the same events occurred. There was no consequence to the patient. 10/31/1996 rep reports the case was completed with a third ez45g. Buttressing material was being used.